Event description:
Information was received indicating that excessive powder like material was noted within a cuff to a smiths medical portex bivona flextend¿ tts¿ tracheostomy tube. Black and red specks of material were also noted on the tracheostomy (trach) tube; which appeared to be dusty and dirty. The trach was not used on the patient. There were no reported adverse effects.

Manufacturer narrative:
Two customized hyperflex tracheostomy tubes with tts cuffs were returned for analysis. Under visual examination one cuff appeared to have a significant amount of teflon (i.e., white-colored powder) inside the cuff. The other cuff did not appear to have a significant amount of teflon visible with no visible black or red specks of material on the devices. Review of teflon dispensing (i.e., dispensing pressure, dispensing time, and magnetic stirrer dial setting) were recorded in the DHR and determined to be per the manufacturing requirements. The cuff was inflated with water which dissolved the deposited teflon. It is possible that the operator did not disperse the coating over the entire cuff and that a heavier accumulation of the teflon on one side appeared to be more visible. Based on the evidence the complaint was confirmed but no fault was found.